Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 4 mg/ml dilaudid at 1.7516 mg/day, 10 mg/ml bupivacaine at 4.379 mg/day, 300 mcg/ml baclofen at 131.37 mcg/day, and 500 mcg/ml clonidine at 218.95 mcg/day via an implantable pump for malignant pain and cancer pain. It was reported that the patient had possible withdrawal symptoms. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 09:49. The patient was feeling as if she was going through withdrawal on (B)(6) 2016. Exact symptoms were not reported. The pump logs were reviewed and no abnormalities were noted. No other actions were taken. The outcome was noted as ongoing. The event was noted to be possibly related to the device or therapy, not related to the implant procedure, and possibly related to the drug. The drug action that caused the event was noted to be a decrease in dose.

Event description:
The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.